Event description:
Per the clinic, the patient developed a hematoma over the receiver/stimulator site; the site was reportedly drained on (B)(6) 2013. On (B)(6) 2013, infection was noted and the device was explanted. The device has not been made available for analysis as of the date of this report, november 6, 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report is filed february 26, 2014.